Event description:
It was reported that upon interrogation, elective replacement interval and software reset alert messages were observed. Low battery voltage was also noted. The device will be replaced due to normal elective replacement interval.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.